Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had unspecified alarm. The customer¿s blood glucose was 106 mg/dl at the time of incident. The customer reported that the insulin pump had an error it was stuck in reservoir and tubing. The insulin pump will not be returned for analysis.